Event description:
It was reported that a small volume intermate had a broken ¿blue cap at the end of the line.¿ the device was filled with an unspecified amount of sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured october 14, 2014 ¿ october 17, 2014. The device was received for evaluation. Visual inspection revealed that the tubing had been broken off at the junction to the distal luer lock. Further visual inspection revealed that a portion of the tubing remained inside the solvent-bonded area of the distal luer lock. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.